Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6), 6944-65 lead, implanted: (B)(6). .

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, small p waves, intermittent oversensing and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.